Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned.

Event description:
It was reported that during the implant attempt, the lead dislodged and had high/unstable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.